Event description:
It was reported that the manufacturer repetitive (rep) just saw the patient in the office. The patient complained that since implant they had not felt stimulation in the legs. Impedances were normal, 600-700 ohms, consistent across the electrodes; there were no outliers. When the rep was working with the patient the day of the report, the rep adjusted stimulation and they were able to feel stimulation in the small of the back, but did not describe the feeling as shocking. The healthcare provider (hcp) noted the lead had moved. The patient claimed that they hadn¿t done anything to make the leads move. The patient visited the hcp previously who did the x-rays to confirm the lead moved. This event occurred in (B)(6) 2015. The hcp was not willing to move the lead. The patient may get a second opinion to determine if the lead could be replaced. The rep did not know if the patient would have the lead revisited or removed. Information regarding if the lead would be revised or moved and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient was still not receiving stimulation where desired. It remained undecided if the lead would be replaced or removed. Because implanting physician said he would not revise the lead, a new physician was being sought to take a look at everything.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).